Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus. Customer was instructed to consult with their healthcare provider regarding elevated bg.